Manufacturer narrative:
Correction: (MFR contact first name, last name and email address), evaluation summary post market vigilance (pmv) received one device. The visual inspection of the device noted the grey flapper valve was disengaged. The obturator, trocar balloon, lock collar, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing, the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged flapper valve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a subtotal billroth ¿ procedure, the device¿s rubber fell off during the surgery. The surgeon used a new device in order to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a subtotal billroth ¿ procedure, the device¿s rubber fell off during the surgery.